Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss. Customer blood glucose value was 358 mg/dl at the time of the incident. Customer declines troubleshooting for power loss on insulin pump. The customer stated that they went to take blood glucose value and put a new sensor on and the screen was dark. The customer stated that they put a new battery in and insulin pump was not connecting to insulin pump. The device will not be return for analysis.